Event description:
Same case as MDR ID 2134265-2015-03312. It was reported that the burr became stuck on wire. Vascular access was obtained via the femoral artery. The 90% stenosed, de novo target lesion containing a >45 and <90 degree bend was located in the moderately tortuous and a moderately calcified left anterior descending (lad) artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected to treat the target lesion. During the procedure, while passing the 1.50mm rotalink¿ plus through the rotawire it got stuck inside the guide catheter and the wire kicked out. When the physician tried to remove the rotawire, it was noted the rotawire got stuck on the rotalink¿ plus. The devices were removed together as a unit and the procedure was completed with a different device. No patient complications were reported and the patient status was okay.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. A guidewire was returned running through the device. An attempt was made to remove the guidewire but a resistance was encountered. The device was soaked in hot water and following this the device was successfully removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-03312. It was reported that the burr became stuck on wire. Vascular access was obtained via the femoral artery. The 90% stenosed, de novo target lesion containing a >45 and <90 degree bend was located in the moderately tortuous and a moderately calcified left anterior descending (lad) artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected to treat the target lesion. During the procedure, while passing the 1.50mm rotalink¿ plus through the rotawire it got stuck inside the guide catheter and the wire kicked out. When the physician tried to remove the rotawire, it was noted the rotawire got stuck on the rotalink¿ plus. The devices were removed together as a unit and the procedure was completed with a different device. No patient complications were reported and the patient status was okay.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).